Event description:
Zimmer a.t.s. Tourniquet systems dual hose with cpc connectors ref: 60-1812-101-00 came with a hole in the tubing. When tourniquet cuff inflated the machine alarmed. Upon trouble shooting the hole in the tubing was recognized. Lot number 78938272 exp 11/26/2027.